Event description:
It was reported that this incident involved a pt with a very tortuous iliac. During insertion of the iab, the balloon would not unwrap or inflate. It was removed and replaced without any pt complications.